Manufacturer narrative:
(B)(4). The serial number was unknown. Therefore, device manufacture date is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that motor device was heating up when used together with two attachment devices. It was further reported that the surgeon stated the device was getting hot. The reporter stated that the issue could not be replicated; however, it was likely that the attachment device could have been the problem and not the motor device itself. There were no delays to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.